Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor hose to manifold valve disconnected, provider re-attached. No new parts needed.